Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
After implanting the lead, the guidewire could not be removed. The lead was explanted and the guidewire was removed. The lead was revised and the event was resolved with no adverse consequences to the patient.